Event description:
It was reported that, while unpacking, prior to a coronary drug eluting stenting procedure, the seal was compromised. When the tech went to open the package of the 3.5x20mm taxus liberte' drug eluting stent, the sterile barrier had no seal. The procedure was completed with another taxus liberte' stent. As there was no patient involvement, no complications occurred.